Manufacturer narrative:
A ge service representative performed an on site investigation. The smart switch pcb assembly was evaluated and was to be replaced by the customer. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.